Event description:
Pt found with body between two siderails and feet touching the ground. Pt stated they were trying to get out of bed. Pt assisted back into bed. Complained of severe lower back pain and right hip pain. Able to move all extremities with limited range of motion to right lower extremity. Pt also complaining of right hip pain. Pt was confused at the time of the occurrence-possibly due to pain medication.